Event description:
It was reported that after a da vinci-assisted surgical procedure, an error was pointing to arm2. The customer powered cycled the system, but the failure persisted. The technical support engineer advised using the system as a three-arm robot. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the arm worked with no problems during the previous procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.